Event description:
Healthcare professional reported patient was injected with 0.3ml juvéderm® volift¿ with lidocaine in nasal dorsum. Patient concomitantly had full-face rejuvenation. Two day later, patient developed edema, pain, and redness after they were exposed to sunlight. One day later, patient presented with "red zones and vesicles." Patient was treated with hyaluronidase and "daily cures with phytostimuline¿, cefadroxil (1g daily for 5 days), apronax (every 5 days). One day later, patient was treated again with hyaluronidase. Two weeks later, patient had make-up done, and, at an unspecified time later, found some pustules. Three days later, patient was treated with presiderm ointment at night for 07 days, cicaplast baume 2 to 3 times a day on the lesion and cipro 500 every day for 5 days. Three days later, patient developed redness at nasal dorsum and was diagnosed with occlusion of vein or artery due to the filler.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.